Manufacturer narrative:
H3, h6: the associated device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, it is noted within the attachments no clinical/medical documentation is available. Smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documentation revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that there are no prior escalated actions applicable related to this part number and failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after total hip replacement was performed on (B)(6) 2021, the patient experienced implant dislocation. This adverse event was treated with a revision surgery on (B)(6) 2021, in which both r3 0 deg xlpe acet lnr 32 mm x 50 mm and oxonium fem hd 12/14 32 mm -3 were removed. Patient's current health status is unknown.